Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and suture piece outside its packaging were received for analysis. During the visual inspection of the needle, the swage area was noted as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The sutures were examined, no breakage suture was observed. But the extremes were noted to be broken, and the insertion mark could not be observed. Also, body fluids were noted along the strand. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. This product code vcp371h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, when suturing for the patient, the suture suddenly broke, causing the surgery to be interrupted and prolonging the operation time. Changed another one to complete the surgery. There were no adverse consequences reported. Additional information was requested.